Event description:
The following has been reported by customer: plunger kit: device came to us only with note that it was for us. Upon basic inspection device plunger is stuck in place, disassembled to see what the problem was. Plunger arm not aligning with cover, had to pry cover off because the plunger arm would not move at all. Once plunger cover was off, plunger moved fine. Tried a new plunger arm cover however the plunger was still not moving smoothly, so the plunger itself must have been misaligned (or the pump head).replaced the plunger arm/head assembly and used old arm cover and it now moved smoothly again. Pump was reassembled and a full functional test was carried out. Rfid tag was barely attached to pump, removed old adhesive from tag and pump and reattached with new adhesive. Had to calibrate force sensor during pm test, passed after. Force range = 0.673-0.773bar; force reading = 0.725 bar performed all pm tests successfully. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.